Event description:
Initial result for a patient ck was 10 u/l. When repeated, the result was 86 u/l. The incorrect result was not used to guide therapy. The field service representative was unable to determine a cause for the discrepant values.